Event description:
The device was used during a colon resection procedure. Reportedly, the instrument misfired. The surgeon applied another device and performed a temporary colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.